Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer's father informed us that his son has a too high blood glucose level = 372 mg/dl. The father distrusts the pump working. No adverse event reported. A request was made for the return of the device.